Event description:
During a colonscopy, a pt that underwent a diagnostic procedure sustained a perforation in the sigmoid colon. The pt was being evaluated for diverticulosis, since the pt had a family history of cancer and history of diverticulosis. The user facility reports that the insertion tube of the endoscope was too floppy, which caused the endoscope to loop. The user facility alleges that this placed extreme pressure in the sigmoid colon resulting in the sigmoid tear. The pt was subsequently treated and is reportedly doing well.